Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown, unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-02772, 0001825034-2019-02783, 0001825034-2019-02785. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was indicated for a revision procedure due to unknown reasons. However, no revision procedure has been reported to date.